Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of dripped ink was not confirmed. The device evaluation found corrosion at the universal cord holder, leaking at suction balloon and switch number one was not working. The suction channel inside the universal cord was pierced/ cut/ or scratched. Chemical stress applied during the cleaning disinfection and sterilization (cds) process. The switch printed circuit board was short-circuited due to water invasion. The suction channel inside the universal cord was pierced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a hole at the tip of the distal end and ink was dripping. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was a pinhole that was found in the forceps channel. The foreign material remained because liquid entered from the physical damage on the device. The foreign material could not be identified. Olympus will continue to monitor field performance for this device.